Event description:
It was reported that a malfunction alarm with malfunction code 0 occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.